Event description:
Our (B)(6) son has als (lou gehrig's disease) and cannot use his hands. We were brushing his teeth for him with a philips sonicare brush head. The head consists of clusters of bristles jammed into a silicone-like rubbery mount, which is in turn attached to a hard white plastic head. There is no add'l product name on the head, but it is clearly philips sonicare. This head came with the electric toothbrush base, model hx9120 which we purchased from our dentist. While we were brushing his teeth, one cluster of bristles came out of the head and became lodged between two of his teeth. He started to panic. We could not find and dislodge the cluster from his teeth. When the cluster finally loosened by itself, he eventually swallowed the cluster. This is disgusting and unsafe. Retailer: dentist office. Purchase date: (B)(6) 2018; this is an estimate. (B)(4).